Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse relocated the ups to prevent potential trip hazard. The cse verified operation of the bio-waste system, inspected the pump and tubing. No twist observed. The motor is functioning properly. The cause of the operator tripping over the ups cable was a human factor issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that the operator of a dimension vista 1500 instrument went behind the system to inspect the bio-waste tubing, due to an alarm. When exiting the area, the operator tripped over the uninterruptible power supply (ups) communication cable receiving moderate bruises to her elbow which required a visit to the urgent care / emergency room (ER) and a prescription for pain medication. It is unknown which medication was provided to the operator in the emergency room. There was no impact on patient testing.